Event description:
Consumer alleges he had a lightning cable catch fire. Apple wants to blame the wheelchair for allegedly putting out more than 5 volts.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.